Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was attempted to be implanted in the common bile duct to treat a stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the stent and sheath got separated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the guide catheter detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: an advanix biliary stent with naviflex rx delivery system was returned for analysis. Visual examination of the returned device revealed the guide catheter was detached. Also, the stent suture hole was observed torn, and the suture was attached to the push catheter. Under microscopic inspection, the hypotube was observed broken. No other damages were noted to the stent and delivery system. Product analysis did not confirm the reported event of suture detachment of device or device component; the device was returned with the suture attached to the push catheter. The investigation concluded that the microscopic evaluation indicated the detachment of the guide catheter was consistent with a random failure at the junction between the pull wire and the guide catheter (hypotube). Additionally, it is possible that the force applied during attempts to deploy the stent contributed to tearing at the stent suture hole. Therefore, taking all available information into consideration, the overall root cause of the event is cause traced to component failure.